Event description:
Inserted arrow arterial catheter into the right radial artery. Had blood flow up into the syringe. Advanced guide wire as per procedure. Inserted catheter over the guide wire. No blood flow when wire was removed. Catheter pulled out about 1cm. Blood flow obtained. Advanced catheter back to the hub. No blood flow. Removed catheter. When the catheter was removed it was missing approx 15-20mm of the catheter. Catheter appears to have torn off. Pt underwent x-rays and ultrasound to determine location of catheter end. Pt surgery on (B)(6) 2005, to remove catheter and damaged vessel. Acquired catheter from ICU, but the operating room had discarded. The piece of catheter removed, discovered when pathology was reviewing specimen only the vessel and clot were present. Physician who removed the catheter felt like the breakage was due to shearing. Will send portion of catheter recovered to arrow international for eval.